Manufacturer narrative:
Device was discarded by user. The 31 sealed, unused devices that were available exhibited no manufacturing defects.

Event description:
When activating the safety mechanism, the safety shield broke which resulted in a needle stick injury.